Event description:
A pulsar-18 peripheral stent system was selected for treatment. The device could not pass the moderate calcified lesion. The device was used after expiry date.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the complaint instrument was used 6 months after its expiry date.